Event description:
A customer obtained imprecise vitros phbr quality control and patient results on a vitros 5600 integrated system. Results of 17.8 and 17.5 g/ml were obtained from the biorad level 1 control fluid versus the expected value of 12.9 g/ml. Results of 59.9 and 38.2 g/ml were obtained from the biorad level 2 control fluid versus the expected value of 49.6 g/ml. A result of 32.1 g/ml was obtained from the vitros tdm pv ii control fluid versus the expected value of 26.74 g/ml. In addition, a result of 13.6 g/ml was obtained from a single patient sample versus the expected value of 19.0 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report is number six of six mdrs for this event. Six 3500a forms are being submitted for this event as six devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control and patient results were obtained on a vitros 5600 integrated system. The investigation to date has not identified a definitive root cause, and the investigation is ongoing. A reagent related issue or an interaction between the vitros phbr slides, the immunowash fluid, and the vitros 5600 integrated system have not been ruled out as potential contributing factors. The root cause of this event is currently unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.